Event description:
It was reported that following a percutaneous procedure a 6f angio-seal was selected for use. A pre-deployment femoral angiogram was performed and the angio-seal was deployed as per the instruction for use (IFU). Good blood flow was obtained during artery location. Upon inserting the collagen plug, the green tamper tube on the angio-seal was free floating and allegedly, no collagen was seen. Hemostasis was not achieved and pressure was applied with a v-pad for 20 mins. The pt developed symptoms of vascular insufficiency in the right leg. A repeat femoral angiogram revealed an abnormality in the superficial femoral artery (sfa) above the popliteal artery. An ultrasound was performed. A stenting procedure of the vessel was performed to correct the vascular insufficiency.

Manufacturer narrative:
A follow up med watch will be submitted at the completion of our investigation.